Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump displayed malfunction alarm with code malf 0, and caller had not previously reset pump for this issue. There was no adverse impact to the customer¿s blood glucose level. Customer, assisted by technical support, reset pump using provided instructions, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction alarm occurred again.